Manufacturer narrative:
Approximate age of device ¿ 1 year and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lvad had intermittent elevated powers. The healthcare professional reported being concerned of possible thrombus on the lvad rotor. Additional information was requested, but was not provided.

Manufacturer narrative:
Although the reported variable pump power was confirmed through the submitted log file, a specific cause could not be conclusively determined through this evaluation. A correlation between the device and the report of suspected thrombus could not be conclusively determined. Baseline power appeared to be within the range of 7-8.3w. Intermittent elevations to 13.1w were captured on (B)(6) 2018, (B)(6) 2018, (B)(6) 2018, the majority of which corresponded to pi events. A specific cause could not be conclusively determined. No atypical alarms were captured. The system showed device operation above the low speed limit for the duration of the log file. No further information was provided. Review of the patient history revealed the patient continued to be followed up with on an outpatient basis. The patient was reported stable with no issues revealed through lab tests. The heartmate ii instructions for use (IFU) explains all pump parameters including power, flow, and pulsatility index. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow or physiological demand can affect pump power. Thrombus is listed as an adverse event that may be associated with the use of the hmii lvas. The IFU outlines recommended anticoagulation therapy and inr ranges. No further information was provided. The manufacturer is closing the file on this event.